Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. One used lf1212a was received for evaluation. Visual inspection found the handle bodies separated and the blade exposed. The device was received broken in two pieces. The investigation found eschar between the jaws indicating the device had been used. The laser welds that hold the k-side handle together broke and the handle was completely separated, the blade was extended and exposed. The blade is attached to a link inside the body and cannot disengage from the handle. Engineering determined that the device broke from excessive force placed on the handle bodies. The investigation identified the root cause of the reported event to be user mis-handling. No trend has been identified for this failure mode.

Manufacturer narrative:
Covidien reference #: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The original event details are unknown. The device was dropped off at the materials manager's office with no details. The device was received for investigation and on (B)(6) 2016 and it was noted that the knife blade is exposed.